Event description:
Nobel biocare USA has received a report of osseofailures for two implants -part# and lot#s unknown. These are not nobel biocare implants, and per ?21 cfr 803.22, it is required that the losses be reported to the FDA. It is believed that the implants are manufactured by 3i/biomet: qn# 200603590 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)